Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with a right ventricular (rv) lead and a right atrial (ra) lead was explanted due to an endocarditis infection. It was noted that no new device was implanted, as there was no pacing indication. The patient outcome was reported as expected to fully recover and no additional adverse patient effects were reported. This ICD was confirmed to be disposed of.

Manufacturer narrative:
The device was not returned for analysis since was explanted and disposed; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.